Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi70000053, lot number: unknown h3/h6: the system was serviced in the field and the brown wire going to fuse f11 was broken. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system's "battery charging" status was never lit green even when plugged into the wall. The battery status would show as low. The site was able to take a full spin using the system, however, the battery status dropped to zero bars after the spin. When rolling the unit outside the or to store it, the system fully shut down and was unable to be booted back up. There was no delay to the procedure. There was no impact on the patient's outcome.